Manufacturer narrative:
The cartridge was not returned for evaluation. However, visual inspection of the lens showed one haptic torn. There was evidence of surgical residue. Investigation under iaca is ongoing.

Event description:
A cc4204bf model lens, diopter +22.5, tore prior to being implanted. The facility stated it was difficult to eject from the sfc-25 fp cartridge. There was no patient contact or injury. It is unknown as to why the lens tore. An msi-pf injector was used, but the lot number is unknown.